Event description:
It was reported that the patient had a stryker secure-fit hip implant done on (B)(6) 2010. On (B)(6) 2012, the patient had a revision because of complete failure of stryker secure-fit implant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown secur-fit hip.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).